Event description:
Caller reported that insulin gauge was displaying an amount different than expected, with the current fill estimate showing +60 units instead of the caller's expected +120 units. It was noted that there was no adverse impact to the caller's blood glucose level. Customer technical support educated the caller that a positive value indicates accuracy and advised them to call back if the issue persisted. The caller understood and declined the option to deliver a bolus to see an updated insulin estimate.